Event description:
Reference number (B)(4). Event occurred in the united staes. It was reported that patient faced infusion set detachment event on (B)(6) 2024. The site of detachment was tubing connector. The infusion set was in use for one day. The blood glucose level was 400 mg/dl and the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006079, in question was manufactured at the reynosa site 2309170. Threshold analysis: a query was run on 19-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6006079". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6006079 was manufactured according to the work instruction (wi) version 27 and manufactured in the line inset 30 on 24/mar/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4a04181 was manufactured according to the wi version 59 and manufactured in the machine sc07 on 30/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.